Event description:
Medtronic received information that approximately 3 years and 3 months following the implant of this transcatheter bioprosthetic aortic valve within a native bicuspid valve, the patient was ¿found down¿ and required transport to the emergency department. A code blue was called. An electrocardiogram (ECG) showed nonspecific st segment elevation suggestive of a myocardial infarct (stemi). An episode of sustained ventricular tachycardia and ventricular fibrillation occurred which required defibrillation. Intravenous therapy (IV) medication was administered, and intubation was required. A cardiac catheterization was performed. An occlusion of the left anterior descending (lad) coronary artery was identified along with a possible thrombus on the transcatheter valve. Cardiogenic shock developed. Ultimately, the patient died the same day. No autopsy was performed.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the final implant depth was 2 millimeter (mm) on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the initial implant, the gradient was considered normal at 4.2 millimeters of mercury (mmhg). Anti-platelet therapy was used but not anti-coagulation therapy after the initial valve implant. The valve gradient was not measured at the time the thrombus was identified on the valve leaflefts. There was no history of coagulopathy issues. The left anterior descending (lad) artery occlusion was due to the thrombus, not due to the valve frame. Per the physician, the valve was directly related to the myocardial infarction (mi), cardiogenic shock, and subsequent death. The cause of death was the st-elevation mi from the valve thrombosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: review of the device history record (DHR) for this device (valve with serial number (B)(6)) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. The valve was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The image review showed a cardiac catheterization was provided for the review of the event described above. Angiogram confirms that the left anterior descending (lad) was occluded with appearance of a clot. It did not appear there was an attempt to open the lad on the images provided. There appeared to be staining of contrast around bioprosthetic valve leaflets that could have indicated clot formation, but a computed tomography scan would have been provided to confirm the clot formation. Conclusion: myocardial infarction (mi) is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Per the physician, the valve caused the myocardial infarction (mi), but this could not be confirmed with the information available; thus, a conclusive cause of the mi could not be determined. Conduction disturbances are known potential adverse effects per the device IFU and could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the trans aortic valve (tav). Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, a conclusive cause of this conduction disturbance could not be determined; however, the coronary occlusion may have been a contributing cause. Several factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditi ons, and its presence and rate of formation is largely dependent on patient condition. The patient had no history of coagulopathy issues. With the information available, a conclusive root cause of the thrombus could not be determined; however, the reported lack of anti-coagulation therapy after the initial valve implant may have been a contributing cause. Ventricular fibrillation and ventricular tachycardia are generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. They are potential procedural complications associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the limited information available a conclusive root cause could not be determined but the coronary occlusion may have been a contributing cause. Heart failure (of which cardiogenic shock is a form) is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). Per the physician, the valve caused the cardiogenic shock, but this could not be confirmed with the information available; thus, a conclusive cause of the cardiogenic shock could not be determined. The cause of death was reported as the st-elevation mi from the valve thrombosis. An autopsy was not performed. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the device caused the death. However, this could not be confirmed with the information available so a conclusive relationship between the device and the death could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.